Event description:
It was reported the right ventricular lead demonstrated rising impedances over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the lead had high impedance and a suspected fracture. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574 implantable pacing lead (B)(6) 2002. D154awg implantable cardioverter defibrillator (B)(6) 2007. (B)(4).